Manufacturer narrative:
It was reported, a patient was receiving wound care and a tip of a sterile cotton-tipped wood applicator broke off inside the patient and was unable to be retrieved by the wound care nurse. Per the reporter, (director of nursing at the facility) patient was sent to the hospital. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported nature of the incident. And in abundance of caution this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, a patient was receiving wound care and a tip of a sterile cotton-tipped wood applicator broke off inside the patient and was unable to be retrieved by the wound care nurse.